Manufacturer narrative:
(This follow-up MDR ws mailed to the FDA on 06/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 3/18/98. On 3/19/98 after iabp for 20 hrs, the "blood detected" alarm sounded from the sys 97 pump. No visible blood was noted in the helium tubing and the iab was removed. No second iab was inserted into the pt. (Event complications: none from the event-reported 3/29/98.) (Pt's current status: ok-rpt'd 3/29/98.)